Event description:
The customer reported that unit failed the defib test during op check. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.